Manufacturer narrative:
Additional information was received on 17-mar-2025. The noise was found prior to use on the patient and therefore, the affected catheter was no inside the patient's body. The bs ECG cable was not replaced. Additional information was received on 18-mar-2025. The noise was observed only on the intracardiac (ic) channels and the recording system. Therefore, updated the d10. Concomitant medical products and therapy dates section to include the bs ECG cable and the recording system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31481339l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. A cardiac tamponade occurred during left pulmonary vein (lpv) ablation. The ablation was completed while performed drainage. As a result of the drainage, the bleeding stopped, and the patient was transferred to intensive care unit (ICU) for safety. Patient required extended hospitalization. There was a causal relationship with the product. The physician's opinion on the cause of the adverse event was that there is a high possibility that a diverticulum-like structure existed near lpv and qdot micro catheter might have perforated there. There were no abnormalities observed before or during use of the product. Additional information was received 17-feb-2025. It was reported that signal noise occurred at electrical signal of cs5-6 during catheter connection. The issue was resolved by re-inserting #5-6 pin of ic out. Additional information was received on 19-feb-2025. The physician's opinion on the cause of the adverse event was the procedure. Patient outcome was improved. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 26-feb-2025. Patient fully recovered. Transseptal puncture was performed. There was no evidence of a steam pop. There was no issue with flow rate change at the start of the ablation. The signal noise issue was assessed as non MDR reportable as the risk to the patient was low. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
During an internal review on 11-mar-2025, noted a correction to the 3500a initial under h3. Device evaluated by manufacturer? As in error it was processed as "yes" and it should have been "no". Therefore, processed accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).